Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The display has missing segments in the results field that impedes the customer's ability to read the display/results field. During troubleshooting, a display check was performed and all segments showed without issues. Once the customer's finger was released from the power button, the display only showed a "09" on the upper right portion of the screen. Nothing else was visible on the display, such as strip, complete date, or time. No tests were performed on the meter since the display issue was noticed. There was no allegation of an actual misinterpretation.